Event description:
Customer reported his sensor readings are off and it is causing his insulin pump to alarm threshold suspend. He said he will be driving his car and have to pull over to stop the alarm. Customer's blood glucose is 135 mg/dl. At the moment, customer's sensor reading is accurate. He reported on one occasion, customer's blood glucose was 164 mg/dl, but his sensor reading was steady at 90 mg/dl. When the sensor reading is off, it is off by about forty of fifty percent. Customer was advised of proper calibration methods. He was advised to monitor the issue and call back when needed. He is sending the sensor back for analysis. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.